Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that, during evaluation at bench repair, the mx40 1.4 ghz smart hopping is unable to produce any audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.